Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted on (B)(6), 2010 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1995. On (B)(6), 2010, a baseline biliary obstructive symptoms assessment was performed and revealed the symptoms right upper quadrant pain, fever/chills, and dark urine. On (B)(6), 2010, a pre-study stent cholangiogram revealed a distal biliary stricture. In addition, liver function tests were performed. A sphincterotomy had been performed prior to the study stent placement procedure; therefore, a sphincterotomy was not performed during the procedure. In addition, the stricture was previously dilated with a plastic stent. The plastic stent was removed prior to the procedure. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6), 2011, an unscheduled cholangiogram revealed a migrated study stent. On (B)(6), 2011, the patient underwent the per-protocol removal of the study stent. The stent migration was noted on the pre-stent removal cholangiogram. The site has not reported any events, including hospitalizations or reinterventions as a result of the stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted on (B)(6), 2010 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1995. On (B)(6), 2010, a baseline biliary obstructive symptoms assessment was performed and revealed the symptoms right upper quadrant pain, fever/chills, and dark urine. On (B)(6), 2010, a pre-study stent cholangiogram revealed a distal biliary stricture. In addition, liver function tests were performed. A sphincterotomy had been performed prior to the study stent placement procedure; therefore, a sphincterotomy was not performed during the procedure. In addition, the stricture was previously dilated with a plastic stent. The plastic stent was removed prior to the procedure. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6), 2011, an unscheduled cholangiogram revealed a migrated study stent. On (B)(6), 2011, the patient underwent the per-protocol removal of the study stent. The stent migration was noted on the pre-stent removal cholangiogram. The site has not reported any events, including hospitalizations or reinterventions as a result of the stent migration. Additional information received since (B)(6), 2012. According to the complainant, the stent migration was a complete proximal migration.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received since (B)(6), 2011 (B)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Stent migration is listed in the directions for use (dfu) for this product as a potential complication associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.